Event description:
The customer reported system will not power on. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 10sep2019. Date of report: 11sep2019. The field service engineer confirmed the printed circuit board assembly (pcba) sensor was replaced to resolve the flow sensor mismatch error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported system will not power on. The device is pending evaluation.

Manufacturer narrative:
Date rec'd by MFR: 25jul2019. The field service engineer confirmed the sensor air exhalation flow and the sensor oxygen flow were replaced and all test have passed. The system is now in customer use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.